Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report#3006705815-2018-02600. It was reported that the patient was went to the emergency room on (B)(6) 2018 due to pain in back both sides from the permanent implant ((B)(6) 2018). The issue was resolved. No further information is available at this time.